Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed. The instrument was found to have the main tube broken at the distal end where it meets the proximal clevis. A piece measuring proximately 0.132" x 0.171" was not returned with the instrument. As a result, the cannula and seal were stuck on the instrument. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The cannula was returned to intuitive for evaluation with no reported issue. An investigation has been completed. The returned part was returned with a part failed component as an incidental return. There is no reported complaint against this part. The cannula was inspected and found no damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy, the nurse had difficulty removing the prograsp forceps instrument. The prograsp forceps was stuck inside the cannula and triggered an error. The customer undocked the entire arm and the instrument remained stuck with the cannula. There was no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument to perform failure analysis testing, but it was requested to be returned. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.